Event description:
It was reported that a regional anesthesia infusor with patient control module would not completely fill with solution. The reporter stated that they attempted to fill the device with 300 ml of solution, but the device would only fill up to 280 ml. This occurred during filling with 50 ug/ml of fentanyl and 10 mg/ml of ropivacaine using a syringe. There was no patient involvement. No additional information is available.

Event description:
It was reported that a regional anesthesia infusor with patient control module was leaking. The pharmacist reported that the leak was probably coming from the bolus device because there was solution in the casing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Correction: (the device was manufactured between december 19, 2011 and december 20, 2011). Evaluation summary: (visual inspection did not identify any abnormalities that could have contributed to the reported filling difficulties. A functional test was performed, and the device was filled with 300 ml of water without any difficulty. The reported condition was not confirmed). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The infusor was received for evaluation. A visual inspection and leak testing identified a leak on the multirate control module. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.